Event description:
It was further reported that the patient was not a heartmate patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: additional information indicated that the patient was not implanted with a heartmate device. There were no reported device issues associated with an abbott product. The event details did not meet the requirements of a complaint. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed aortic insufficiency and heart failure and hemoptysis. The patient require extracorporeal membrane oxygenation support. Ultimately, the patient received a heart transplant.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.